Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A device history record (DHR) review was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Three (3) photos were submitted to the manufacturer for evaluation. Through visual examination of the photos, one photo was of the used chamber with tubing together on the venous line, the second photo showed a disconnection at the tube and assembly chamber and the third photo was of the lot and catalog number. Based on the visual evaluation of the photograph the reported defect of detached tubing is confirmed. The defect is a result of a failure in the production process. A poor solvent application technique was presented in the lone tube. An approved project is in place to further address issues with detached bloodline. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: tubing completely disconnected from the venous chamber. Therapy was completed successfully; this was during the rinse back. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.